Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Additional code of img g02005 is applicable to product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the emg tube was not recognized by the nim system. It was unclear whether the electrode check failed or if it passed and monitoring did not initiate. The same emg tube was recognized and functioned as expected with another nim system. There was no patient impact.

Manufacturer narrative:
H6: previously applied codes of imdrf annex d: d16 is no longer applicable. H3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6) did not identify any fault. H6: codes of imdrf annex b: b01, annex c: c19 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Previously applied codes of imdrf annex b: b17 and annex c: c20 are no longer applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.